Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm 100 indicating that there was a sudden shutdown after beep emission; manual restart, then was booted directly on service mode. The device was in clinical use at the time the issue was discovered. The following functional tests were performed: the engineer followed the troubleshooting processes and flowcharts indicated on the efficia dfm100 service library: executed the performance verification procedures indicated, so visual inspection (device, cables, supplies and accessories), all service mode tests (operational check, printer test, controls test, display test, fan test and usb test), functional checks (all parameters check, defibrillator measurement test, defibrillator test with ac and battery, defibrillator charge cancellation test, pacer test, synchronized cardioversion test and paddles safety check) and used previous field experience with servicing the device. Results of functional testing indicate that the device could not be returned to full functionality - and was replaced with another dfm100 at the time of the incident. The device was sold to another hospital of a different customer which has not claimed any issues since. It was determined no further action could be taken because it was figured that the issue was with this particular cath lab room of the original customers, because the issue repeated itself in the same room with others devices - therefore the issue was determined to be with the environment. To resolve the issue temporarily during the malfunction, the customer exchanged the original device with another dfm100 and exhorted the customer to resolve electrical interferences in the power supply system of the cath lab. The parts associated with this complaint are not classified as critical, and therefore are not on zrfa list to return for failure investigation. Because failure investigation is not required, the part(s) are designated as zsid and may be scrapped per the part scrap process. Based on the information available and the testing conducted, the cause of the reported problem was due to the environment/room the device was kept in having issues. The reported problem was not confirmed during the evaluation. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer sold the device to another hospital. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint indicates that device shutdown after beep emission; customer manual restart, booted directly on service mode. Device was in use at time of event, no patient harm reported.